Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation (B)(6) 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas for pseudocysts drainage during a hot axios placement procedure performed (B)(6) 2022. During the procedure, the second flange was unable to be deployed. The device was removed; however, during removal, the stent fully deployed in the scope. There was no additional intervention performed and the pseudocysts was drained successfully through the puncture. There were no patient complications reported as a result of this event. The patient condition after the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation on may 31, 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas for pseudocysts drainage during a hot axios placement procedure performed on (B)(6) 2022. During the procedure, the second flange was unable to be deployed. The device was removed; however, during removal, the stent fully deployed in the scope. There was no additional intervention performed and the pseudocysts was drained successfully through the puncture. There were no patient complications reported as a result of this event. The patient condition after the procedure was reported to be good.

Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of axios stent partially deployed. Medical device problem code a150103 captures the reportable event of axios stent deployed prematurely inside the scope. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device was not returned to boston scientific as the device was disposed; therefore, product analysis could not be performed. However, a media inspection was performed of a photo provided by the complainant, and it was observed that the stent was completely deployed, and the inner sheath was kinked in two sections. Based on the available information, boston scientific corporation concludes that there is not enough evidence to determine whether the stent partially deployed, stent premature deployment and inner sheath kinked occurred due to the physician's technique, the procedural and anatomical conditions during the reported event, or whether it was related to a device malfunction during the procedure. The investigation findings do not lead to a clear conclusion about the cause of the reported event; therefore, a review and analysis of all available information indicated the most probable cause is cause not established. A product labeling review identified that the device was used per the instructions for use (IFU) / product label.